Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Brush head on oral-b professional care electric toothbrush keeps coming off/come loose [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush head on their oral-b professional care electric toothbrush kept coming off when they brushed their teeth. No injury was reported. 02-feb-2023 follow up via e-mail: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 ab945 31500. No injury was reported.

Event description:
Brush head on oral-b professional care electric toothbrush keeps coming off/come loose [device breakage] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head on their oral-b professional care electric toothbrush kept coming off when they brushed their teeth. No injury was reported. 02-feb-2023 follow up via e-mail: the concomitant product was oral-b power rechargeable toothbrush handle 3766. The concomitant product lot was 2 ab945 31500. No injury was reported. 13-apr-2023 case update: the suspect product was oral-b power power oral care refills precision clean eb20 brush set 8ct. No injury was reported. 20-apr-2023 case update: the suspect product lot was 3037b211r0. No injury was reported. 25-may-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3766. The concomitant product was confirmed to be oral-b power power oral care refills precision clean eb20 brush set 8ct. No injury was reported.

Manufacturer narrative:
25-may-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.